Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of erratic results. Customer states she feels well and states she does not require medical attention. The customer's expected blood results are 166mg/dl. Verified the strips expire 12/23/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test 315mg/dl and 246mg/dl fasting. Reviewed meter memory (B)(6). Customer is concern with her all these 5 results but especially 334 taken on (B)(6) 2015 at 12:01pm . Customer states that she was feeling low and run her blood test. Customer run a blood test got 413mg/dl and then a few minutes 200mg/dl. Check memory but customer time and date is not set correctly.